Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information via an operative report that "several months" post-implant of this bioprosthetic aortic valve, recurrent shortness of breath and fatigue were noted. Three episodes of severe, nonexertional chest pain were reported. Four years, four months post-implant, this valve was explanted and replaced with a 21mm freestyle aortic root bioprosthetic valve due to the patient's symptoms, elevated gradients, and aortic valve stenosis. Following this replacement procedure, the patient experienced a generalized seizure with eye deviation to one side. Computed tomography (CT) scans of the patient's head and neck were negative. The patient was treated medically. No further adverse patient effects were reported.

Manufacturer narrative:
The date of event is approximate, as the specific onset date of the recurrent shortness of breath and fatigue was not reported. The device has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.